Manufacturer narrative:
(B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to tibial loosening.

Manufacturer narrative:
The device history records for the related component identified no deviations or anomalies. The related component was measured and found to be within specification. Visual inspection of the tibial component revealed that there were scratches on the bottom surface. A product history search was completed and found no similar complaints for the related part and lot combination. Review of the primary operative notes showed that the patient underwent a right total knee replacement due to arthritis. It was reported that the knee had 110 degrees of flexion on the table without excessive tightness when testing with the trial components. During the patient's follow up on (B)(6) 2012, it was reported that the patient's incision was benign and the patient's range of motion was 0 to 120 degrees with excellent quadriceps control. It was also reported on a follow up on (B)(6) 2012 that the patient had normal station and gait and that the patient's right knee's range of motion was 0 to 120 degrees with excellent quadriceps control. Review of the revision operative notes confirms that the patient underwent a revision total knee replacement due to tibial loosening and instability. It was reported in the operative notes that there were no signs of gross infection, but the patient did have a significant synovial reaction "possibly related to polyethylene disease." Nexgen cr, ps, cra, lps, and lcck knee package insert states that "loosening or fracture/damage of the prosthetic knee components or surrounding tissues" is an adverse effect. This is therefore a known inherent risk of the procedure. A definitive root cause cannot be determine.

Manufacturer narrative:
This report will be amended when our investigation is complete.